Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: occurrence: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use on lot # 7200551. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that a bd ultra fine insulin pen needle detached during use, and remained in the patient at the injection site. The consumer visited a doctor whom advised to seek treatment in the ER. An x-ray was obtained and the needle was not detected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra fine¿ insulin pen needle detached during use, and remained in the patient at the injection site. The consumer visited a doctor whom advised to seek treatment in the ER. An x-ray was obtained and the needle was not detected.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: required intervention. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that a bd ultra fine¿ insulin pen needle detached during use, and remained in the patient at the injection site. The consumer visited a doctor whom advised to seek treatment in the ER. An x-ray was obtained and the needle was not detected.